Event description:
An artelon cmc spacer was explanted due to alleged synovitis of the cmc joint.

Manufacturer narrative:
Investigation based on lawsuit documents filed against artiimplant USA, inc. No information supporting allegations of lawsuit currently available.